Event description:
According to the reporter, the balloon couldn't be inflated with 25ml air and the cannula balloon (latex) is damaged easy and/or shows different strengths. The device was not used on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).